Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Moisture damage and a corroded motor home switch was noted. The displacement test could not be performed due to the keypad anomaly. No moisture was noted on the electronic assembly.

Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 107 mg/dl. She stated that the insulin pump had gotten wet at the beach. Nothing further was reported.